Event description:
The device with a defect is a 1ml tb syringe without markings. The barrel of the syringe is completely blank.====================== health professional's impression======================no adverse event occurred because the syringe was not used.